Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was removed from the packaging in the sterile field and it was noted the anchoring sleeve was not attached to the lead body as it should be. It was separated from the lead inside the package. The physician chose to use the lead and attempted to insert the sleeve into the lead by cutting the sleeve sideways and attaching it to the lead body. The lead was then positioned in the optimal position in the left ventricle and remained unmoved during the slitting of the delivery system. However, when the physician went ahead with the suturing and securing the anchoring sleeve to the lead body by tying a suture firmly in each of the three grooves, the lead dislodged from the target vein in the left ventricle. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the anchor sleeve was not returned, and the lead passed introducer test. If information is provided in the future, a supplemental report will be issued.